Manufacturer narrative:
The peritonitis occurred on an unknown date reported as "three weeks ago". The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unknown intraperitoneal antibiotics for the peritonitis event. On an unknown date, the pd catheter was removed and the patient began in center hemodialysis therapy. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available.